Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high and low blood glucose. Blood glucose level at the time of the incident was 51 mg/dl and 151 mg/dl, 159 mg/dl. Customer was using insulin pump system within 48 hours of reported high and low blood glucose event. Customer treated with manual injection and insulin pump for high blood glucose. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.